Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 252 mg/dl. Customer¿s current blood glucose value was 332 mg/dl. The customer treated with the pump. Troubleshooting was done for high blood glucose and under delivery. The customer also states the reservoir wouldn¿t rewind. The customer states the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer performed displacement test and it did pass. The insulin pump will not be returned for analysis.